Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed, and the investigation will be re-opened as necessary.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the surgeon stated preoperatively that patient had (B)(6) and he did not plan to go past capsular layer and just wanted to debride and culture. After making incision, dr. (B)(6) stated he could see the implants and we might as well swap the poly and head. After explanting previous poly (36mm 54 +4 altrx) and head (metal 36mm +5), he implanted the same parts and wound vac dressing the joint. Doi: (B)(6) 2020. Dor: (B)(6), 2020. Affected side: right hip.